Event description:
It was reported that labeling issue occurred. When the box for a 28 x 3.50 promus elite drug-eluting stent (des) was opened, a different device found inside the box which was 28 x 4.00 promus elite des. No patient complications were reported.